Event description:
It was reported to boston scientific corporation that an x-tack endoscopic helix tacking system was used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the first tack was placed and when removing catheter to load second tack, the first tack pulled out of the tissue. The physician felt tension when removing catheter and thinks the system was jammed up or twisted. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf code a0406 captures the reportable event of tangled.